Event description:
It was reported by the drs office that an intra-oral dentotome x-ray unit could make a second exposure if the technician continually held down the exposure button and moved the wires around which lead to the exposure button itself.